Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery alarm due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 437 mg/dl. The customer did not provide the symptoms and treatment regarding high blood glucose. Customer called because she received a no delivery alarm on her insulin pump. Troubleshooting was done for no delivery alarm. Customer states while keeping the reservoir straight, and verify insulin exits the tubing, the insulin did exit. The insulin pump was returned for analysis.